Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; improper implant size selection, using an implant that was too long, or installing the implant too deep.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2018 where three implants were placed. The patient had si joint pain relief after the initial procedure but later complained of radicular pain symptoms. The surgeon determined via CT scans that the superior positioned implant was breaching the neuroforamen. In (B)(6) 2019, the surgeon performed a revision procedure where he removed the implant. No other preexisting implants were adjusted or removed. The patient's radicular pain symptoms resolved following the revision procedure.